Event description:
It was reported that patient presented in clinic. Device interrogation showed that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on 20 mar 2025. Patient was stable.